Manufacturer narrative:
The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. A pm search was performed on this serial number resulting in no pm records found for this serial number. The technician sent a replacement compressor to the patient to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from the customer stating the compressor power cord, where power cord meets the device, has (burnt) markings. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).